Manufacturer narrative:
The doctor said the patient was in between (B)(6) pounds. His best guess was around (B)(6)pounds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was originally a transforaminal lumbar interbody fusion procedure, but the migrated implanted needed to be retrieved via an anterior approach; and hence, an anterior lumbar interbody fusion was completed after retrieval with posterior screw fixation.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with anatomy degeneration; and underwent transforaminal lumbar interbody fusion at l3-s1. Intra-op, at the third level, the implant was deployed per the projection of the dimensions on the navigation system. The implant appeared to migrate forward on confirmation spin with the o-arm. The surgeon then tried to attach the inner locking tube to the deployed implant to slap hammer posteriorly into position. When the tube reached the location of the implant without any downward pressure, the implant could not be found. On further x-ray, it was found that the implant had exited the disc space anteriorly. Hence, the implant was removed by conducting an anterior lumbar interbody fusion, which was not previously planned. There was a delay in overall procedure time due to this event but no patient complications were reported.